Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" after it was turned on. No patient was involved. A getinge field service technician (fst) was onsite and investigated the pump in question. The fst troubleshooted the pump and could confirm the reported failure "safety-s". The interconnection board was found to be defective and was replaced with a new one. After replacement of the interconnection board the pump was working to factory specification. The defective interconnection board was requested for further investigation at the manufacturers laboratory but it was not available. However the reported failure "safety-s" was evaluated by the getinge life-cycle-engineering as follows: when the user sets the speed on the flow potentiometer, the value goes to the control board in two separate ways (from there to the safety-system-board as well) and to the motor control board. The motor control board calculates the value for the motor control. This changed value goes back to the safety system board as set_val_ss and is compared there with the other signals. And this transmission runs via the interconnection board. That means that the signal is disturbed during transmission or fails completely. This is typically caused by ¿cold¿ solder joints or corroded/defective connectors. The reported failure "safety-s" can also be linked to the following most probable root cause according to the risk management file: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Pump runaway. Pump blocked sw error. The review of the non-conformities during the period of 2013-11-15 to 2021-10-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed. The most probable root cause could be determined to ¿cold¿ solder joints or corroded/defective connectors. The customer will be informed about the investigation results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s". Pump stopped. No patient involvement reported. The defective device was sent to the sales and service unit for investigation. The investigation is ongoing. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "safety-s". Pump stopped. No patient involvement reported. Reference number: (B)(4).